Event description:
Additional information reported that the patient implantable neurostimulator (ins) was depleted based on a visit to their physician on (B)(6) 2013. It was also noted that the patient felt less pain then when they had the stimulation on. The patient stated that they made have the device explanted and that x-rays will be taken at the ins site. It was also noted that the patient did not have a trial phase of testing of the ins device and had a sling put in at the time the ins system was implanted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v503942, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was unable to make adjustments with the patient programmer, both with and without the antenna attached. The patient also reported that she hadn¿t felt the stimulator pulsing for the past couple of weeks. The patient noted she hadn¿t met with her doctor since august 2012. The patient had been trying to interrogate the implantable neurostimulator (ins) with the programmer for two hours but kept getting the poor communication screen. The patient reported that she was not feeling stimulation currently, and when she does feel stimulation it is usually on the inner left thigh. The patient noted this isn¿t the first time the implant had ¿turned off.¿ the patient had an appointment with her doctor for (B)(6) 2013. Additional information received reported that the patient stated that her device was ¿not working¿ and had ¿not been working¿ for ¿several months.¿ the patient was not feeling stimulation and this had happened once in the past. The patient went to an appointment with ¿another¿ health care provider (hcp) ¿about a month ago.¿ the patient had an appointment scheduled with her hcp for (B)(6) 2013. The patient had an x-ray taken but had not heard the results.